Event description:
It was reported that this patient presented with three episodes with two inappropriate shocks. It was not possible to reproduce any noise during manipulation. The device was reprogrammed to the secondary vector. A review by technical services (ts) noted that all three episodes show high amplitude artifacts in combination with baseline shifts and sudden drop in signal amplitudes. Ts noted that these kind of artifacts are a result of sudden changes in the impedance pathway of the sensing vector. Ts noted that this could be caused by an incomplete lead insertion, and impaired lead or other impairment of the lead contact in the device header. Ts further noted that if x-ray images reveal a proper inserted lead and do not show any lead damage, it was recommended to keep secondary vector as the programmed sensing configuration. At this time the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this patient presented with three episodes with two inappropriate shocks. It was not possible to reproduce any noise during manipulation. The device was reprogrammed to the secondary vector. A review by technical services (ts) noted that all three episodes show high amplitude artifacts in combination with baseline shifts and sudden drop in signal amplitudes. Ts noted that these kind of artifacts are a result of sudden changes in the impedance pathway of the sensing vector. Ts noted that this could be caused by an incomplete lead insertion, and impaired lead or other impairment of the lead contact in the device header. Ts further noted that if x-ray images reveal a proper inserted lead and do not show any lead damage, it was recommended to keep secondary vector as the programmed sensing configuration. Additional information provided noted that the device was explanted and replaced. The device will not be returned as the patient retained the device. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event. This report is being filed to up correct the evaluation conclusion code and additional manufacturer narrative.

Event description:
It was reported that this patient presented with three episodes with two inappropriate shocks. It was not possible to reproduce any noise during manipulation. The device was reprogrammed to the secondary vector. A review by technical services (ts) noted that all three episodes show high amplitude artifacts in combination with baseline shifts and sudden drop in signal amplitudes. Ts noted that these kind of artifacts are a result of sudden changes in the impedance pathway of the sensing vector. Ts noted that this could be caused by an incomplete lead insertion, and impaired lead or other impairment of the lead contact in the device header. Ts further noted that if x-ray images reveal a proper inserted lead and do not show any lead damage, it was recommended to keep secondary vector as the programmed sensing configuration. Additional information provided noted that the device was explanted and replaced. The device will not be returned as the patient retained the device. No additional adverse patient effects were reported.

Manufacturer narrative:
This device will not be returned. Should additional information become available this investigation will be updated.